Event description:
On 01/21/2022 a customer contacted hologic to report getting two invalid aptima hpv runs with multiple flags. The customer uploaded results which did not include any invalid runs. However, hologic technical support (ts) noted that worklist (wl) 105426 could contain potentially impacted with false positive results due to an auto detect (ad) delay in injection. The customer was advised not to release the results from wl 105426 and requested for additional logs to review.

Manufacturer narrative:
Hologic technical support (ts) and product application specialists (pas) reviewed additional logs and confirmed that a sample from wl 105422 and 3 samples from wl 105426 may potentially impacted due to a delay in auto detect (ad) injection. The customer confirmed that results from wl 105422 were released. The results from wl 105426 was not released. Ts notified the customer of potentially impacted results and the customer agreed to retest the affected samples, no further updates from the customer were provided. Field application specialist (fas) went to the customer site and found the auto detect bottle was not connected and the auto detect ipv was difficult to rotate. Fse replaced the auto detect ipv and injectors as a precaution. Risk assessment was performed by hologic and determined that as a worst-case scenario, there is a potential that the customer obtained false positive results from wls 105426 and 105422. If the patient received a false positive result for hpv, the potential impact to the patient would be inconvenience, anxiety, and over-testing. Of note, there is no report of patient anxiety/impact because of this issue. If the false positive result was obtained during repeat co-testing, a colposcopy is recommended.